Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired to an ilet system did not provide readings or display a warmup status after insertion, with the user initially starting the sensor on the ilet and then in the dexcom app; the user received a dexcom sensor replacement after troubleshooting for signal loss, which suggested an intermittent communication issue potentially related to the sensor¿s antenna. The user experienced a blood glucose peak of 222mg/dl with no associated clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user, analysis of user-provided information, and assessment for interoperability issues between the cgm and the ilet system. Investigation of this case revealed an interoperability problem with intermittent communication, and the device component implicated was the cgm transmitter antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.